Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance (>3000 ohms), loss of capture, and noisy signals were noted from this right ventricular (rv) lead. The physician alleged the rv lead had fractured near the suture sleeve. The rv lead was explanted and replaced with a new rv lead to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture near the suture sleeve and insulation damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular crush damage. The reported loss of capture, high impedance measurements, oversensed noisy signals was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that high, out of range pacing impedance (>3000 ohms), loss of capture, and noisy signals were noted from this right ventricular (rv) lead. The physician alleged the rv lead had fractured near the suture sleeve. The rv lead was explanted and replaced with a new rv lead to resolve the event. The patient was stable with no adverse consequences.